Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device on site and performed an initial check of the unit and it would not pressurize. After attempting to calibrate pressures and pr 1-4 no pressures would build up. The fsr replaced the pr 3 and there is still no change to the unit. It was recommended to perform 12k pm. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device is not working on the 3100 a ventilator. At this time, there is no information regrading patient involvement associated with the reported event.